Manufacturer narrative:
(B)(4). This was caused by the events "error data unavailable" and "error pdb periodic process". These events indicate a pump went missing while trying to configure/un-configure safety connections. The errors were reported during the process where the perfusion screen was being closed (safety connections are un-configured). A review of the complaint database lists no similar complaints since the date the error had occurred. Manufacturer records show no service performed due to this log error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
During a review of the data logs, there was a central control monitor (ccm) error code: "error critical process died" observed which will cause "system computer needs service" to display on the ccm. There was no patient involvement.